Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on may 27, 2018 with blood glucose of 23 mg/dl at the time of the incident. The customer states the sensor does not let them know when they're low. The customer was driving and got into a car crash due to the low. The customer was having sensor glucose versus blood glucose differences that resulted in incorrect pump suspension. The customer was at 198 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer had a low of 38 mg/dl on the day of the call. The insulin pump will not be returned for analysis.